Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 8/302023, it was reported by a sales representative via email that an ar-8925t syndesmosis tightrope xp suture broke during tensioning. This was discovered during an ankle fracture procedure on (B)(6) 2023. Additional information received on 9/5/2023. All broken fragments were retrieved, and the case was completed using an ar-8925t syndesmosis tightrope xp.